Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-04081 and manufacturer report #3005099803-2014-04085 for the other associated device information. It was reported to boston scientific corporation that a previously implanted advanix biliary double pigtail stent was planned to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6), 2014. According to the complainant, during the procedure, they noticed that the implanted stent had bore a hole through the biliary duct and through the duodenal wall. The proximal end of the stent was noted to have been sticking out into duodenal bulb and its distal tip had created another hole at another portion of the duodenum. The physician then removed the stent with rat tooth forceps, swept the duct of biliary sludge and stones using an extraction balloon device, and placed another advanix biliary double pigtail stent. Upon removing the scope, they noticed that this second stent was sticking out of the duodenal wall through the mature tract created from the bile duct to the duodenal wall. They removed the second stent and admitted the patient overnight for observation. The patient was scheduled to undergo a second ercp, but since the patient did well overnight, she was discharged and was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-04081 and manufacturer report #3005099803-2014-04085 for the other associated device information. It was reported to boston scientific corporation that a previously implanted advanix biliary double pigtail stent was planned to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, they noticed that the implanted stent had bore a hole through the biliary duct and through the duodenal wall. The proximal end of the stent was noted to have been sticking out into duodenal bulb and its distal tip had created another hole at another portion of the duodenum. The physician then removed the stent with rat tooth forceps, swept the duct of biliary sludge and stones using an extraction balloon device, and placed another advanix biliary double pigtail stent. Upon removing the scope, they noticed that this second stent was sticking out of the duodenal wall through the mature tract created from the bile duct to the duodenal wall. They removed the second stent and admitted the patient overnight for observation. The patient was scheduled to undergo a second ercp, but since the patient did well overnight, she was discharged and was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation found the pigtails were relaxed from being implanted in the patient. No obvious kinks or bends were identified. Stent was discolored and heavy residue was found on the stent and within the drainage channel. The condition of the returned device could not be functionally or visually verified with respect to the reported failure mode of perforation of duodenum. The investigation concluded that perforation is listed as potential complications associated with endoscopic retrograde cholangiopancreatography (ercp). A labeling review was conducted by reviewing the directions for use. The risk of perforation is noted in the directions for use (dfu). There is no evidence that the device was not used in accordance with the directions for use (dfu) / product label. Therefore the most probable root cause is ¿anticipated procedural complication¿.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.